Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redu1532 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when heparinized, it started to present a leak. On 4/23/2020 - additional information received: there was no harm to the patient/health professional because they identified the issue prior insertion. There was no medical/surgical intervention.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter leak is inconclusive due to poor sample condition. One photo sample of a perqcath plus catheter kit packaging label was provided for evaluation. The packaging was observed to be opened. Yellow staining was observed on the outer and inner portions of the tyvek. The product ref number shows 4132005; however, the lot number could not be clearly observed. The catheter is not shown in the photo provided. Since the reported event could not be confirmed from the photo sample provided, the complaints remains inconclusive at this time. A lot history review (lhr) of redu1532 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when heparinized, it started to present a leak. (B)(6)2020 - additional information received: there was no harm to the patient/health professional because they identified the issue prior insertion. There was no medical/surgical intervention.